Manufacturer narrative:
The suspect meter was received for investigation and the circuit board was tested for damage or contamination. It was found to be contaminated by liquid which had penetrated / corroded solder contacts. Dried particles of a liquid and battery filling agent were found in the battery compartment and on the printed circuit board. The conductive rubber contained deposits which lead to the failure or a short circuit of contacts. The root cause was improper handling or maintenance by the customer. The risk of the customer reading a value incorrectly could be excluded as no meaningful number was displayed.

Manufacturer narrative:
(B)(4)

Event description:
The customer experienced an issue with the display of the meter. When the customer changed the batteries in the meter, one of the batteries was heavily corroded so he cleaned off the corrosion with his pocket knife. He inserted new batteries and the meter powered on with a battery symbol and error. The customer stated the screen was very faint and looked like parts or segments were missing. A display check was performed and the customer stated he can see everything on the screen but it was extremely faint. There was no allegation that erroneous results were generated or that results were misinterpreted due to the display issue. The suspect meter was requested to be returned for investigation. There was no allegation of an adverse event.